Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b7, d6b, g2, h6.

Event description:
The device has been explanted. Complete capsulectomy performed.

Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of lymphoma - alcl - suspected, seroma - late, and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphoma - alcl - suspected; "fluid;" "rupture;" capsular contracture, baker grade unknown.

Event description:
Patient reports left side rupture, fluid, and capsular contracture, baker grade unknown. A fine needle aspiration was performed for suspected lymphoma, but results have not been provided. The markers of cd30+ and alk- have not been reported or confirmed. The device remains implanted.